Manufacturer narrative:
On 28-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. After the procedure, the doctor noticed some charring above the electrode. The charring was found above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no error messages on the system and no issues related to temperature or flow. The patient was anticoagulated with activated clotting time (act) >300 and maintained throughout the case. Heparinized normal saline was used. The physician reported they considered the charring to be excessive and estimates an increased risk to the patient. The patient had no complications and has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char residues were observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Afterwards, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char in this area. A sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an organic material, presumably blood, and an inorganic material. The presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char/thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal action is being followed to reduce this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. After the procedure, the doctor noticed some charring above the electrode. The charring was found above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There wer eno error messages on the system and no issues related to temperature or flow. The patient was anticoagulated with activated clotting time (act) >300 and maintained throughout the case. Heparinized normal saline was used. The correct catheter settings were selected on the ngen generator and the ngen pump was switching from low to high flow during ablation. The physician reported they considered the charring to be excessive and estimates an increased risk to the patient. The patient had no complications and has not exhibited any neurological symptoms since the procedure was completed.